Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas and evaluated. Testing confirmed intermittent responses to button presses of the ok button. Multiple button presses were required before the button would engage. None of the buttons on the keypad had normal spring back or click. The keypad cover was removed to check the condition of the button contacts. Contamination was present under the contacts of all buttons. The ok button contact was also observed as being misaligned.

Event description:
On (B)(6) 2011, the patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient claimed that when he checked the bolus history, he realized that the bolus he thought was delivered had not been delivered due to a sticking ok button. The patient reportedly re-bolused and corrected for a high blood glucose level. The patient alleged that he developed a high bg level as a result of a bolus not being completely programmed due to the ok button sticking. The patient claimed that he was not aware that the bolus was not programmed completely. The patient was unable to provide any specific bg values. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to button presses and he developed a high bg level. The patient reportedly administered self-treatment by re-bolusing with insulin.